Event description:
Reporter indicated that a pt experienced an increase in seizures, relationship to pre-vns baseline unk. The pt's generator could not be interrogated in 2007 due to likely eos. A battery life calculation resulted in -38.08% battery capacity remaining confirming that the generator is at eos. Good faith attempts for additional information have been unsuccessful to date.